Event description:
Hand held harmonic scalpel being used for lap nissen procedure failed toward the end of the case. While cleaning the tip, it came loose from the handle. The physician was able to complete the case with no injury to the patient.